Manufacturer narrative:
Zimmer biomet complaint (B)(4). A tapered screw-vent implant (tsvtwb10) was returned for investigation. Visual inspection of the as returned product identified residue within the external threads of the implant. The internal hex of the implant was found to be in good condition with no signs of damage. Visual and dimensional comparison of the implant with the drawing using a caliper verified that the implant was consistent with the design. Functional testing to recreate the reported event could not be performed due to the nature of the event. DHR review was completed for the subject lot number (63352412). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63352412) for similar events and no other complaint was identified. Therefore, device malfunction did not occur following inspection. Additionally, the reported event is non-verifiable as the reported event is a medical event and conditions of use of the device are unknown. Unique identifier (UDI) number: (B)(4). PMA/510(k) number: k101880.

Event description:
It was reported a bonne loss. Implant (tsvtwb10) was removed. Tooth location 3.